Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, and before surgical port placement, a nurse called in during system setup to report a persistent error 32056. Prior to contacting technical support, the customer had already performed a hard power cycle with emergency power off (epo) without resolution. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error was indicative of a faulty universal surgical manipulator (usm) arm 3 and proposed proceeding with three arms as a workaround; however, this was not an option for the case. The procedure was aborted with no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.